Event description:
Information was received from a consumer regarding the patient's implantable infusion pump for non-malignant pain, and chronic low back pain. It was reported that the patients pump was removed in (B)(6) of 2015 due to a (B)(6). Patient medications are unknown. No device issues were reported. The patient's status is unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.